Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 21mm 3300tfx aortic valve implanted for 9 year and 11 months, is being evaluated for a valve-in-valve procedure due to stenosis and regurgitation.

Manufacturer narrative:
Manufacturer narrative: updated sections: b5, d4 expiration date, g3, g6, h4, h6 device code(s), and type of investigation. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. H11 corrected data: based on the new information received, this event is no longer considered reportable.

Event description:
It was reported that a patient with a 21mm 3300tfx aortic valve implanted for 9 year and 11 months, is being evaluated for a valve-in-valve procedure due to stenosis and regurgitation. Through investigation it was learned the patient was diagnosed with halt and was started on warfarin. No surgical procedure is currently indicated. The patient will follow-up with her in 3 months with an echocardiogram and cta heart.